Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a angiojet spiroflex thrombectomy system. Visual and tactile inspection of the hypotube noted that there was a kink approximately 111.76 centimeters from the tip of the catheter which caused a hole in the outer shaft which was leaking fluid. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the device cracked. During unpacking, the spiroflex angiojet thrombectomy set device was noted to be cracked and would not function. This device never entered the patient. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the device cracked. During unpacking, the spiroflex angiojet thrombectomy set device was noted to be cracked and would not function. This device never entered the patient. The procedure was completed with another of the same device. There were no patient complications reported.